Manufacturer narrative:
No device failure related to the reported occlusion was identified; however, a different issue was found (code 25, 120).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer&#38112;blood glucose (bg) level was 350 mg/dl with a moderate trace of ketones and an insulin injection was used to address the bg level. The customer changed the cartridge, infusion set tubing and site multiple times and the occlusion reoccurred. The customer declined to troubleshoot with tandem technical support and indicated that insulin injections were to be used to manage diabetes.